Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench testing. Battery returned with device measured 8.26 volts no load. Analysis found the lower case was broken.

Event description:
It was reported the external pacemaker stopped pacing during use on an asystole patient. The nurse turned the device off and then back on and it started working but the nurse stopped using it. The patient had to be resuscitated as the patient was asystole. The device was returned for test and calibration. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.